Event description:
It was reported that in "2005 xia3 primary surgery was performed and l4-5 was fixed. After that on (B)(6) 2012, extension surgery was performed and l2-5 was fixed. L2 left screw breakage and degeneration has progressed also recently was confirmed. Revision surgery is planned on (B)(6) 2013."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment. Results: the xia 3 titanium polyaxial screw dia 5.0 x 45 mm (cat# 482315045) was confirmed to be broken upon visual inspection. The original surgery was performed in 2005 for the construct of l4-5 fixation. A second surgery was performed on (B)(6) 2012 for the fixation of l2-5. The l2 screw was detected to have been broken and a revision surgery was performed (B)(6)-2013. A review of previous investigations have shown that main causes of screw breakage post-op are material fatigue or instantaneous loading. It is not known if the patient experienced a trauma or participated in strenuous activity. Other factors that can impact the success of the implant are obesity, smoking, and patient pathologies. The manufacturing records for the screw lot were reviewed and no relevant anomalies that could have contributed to the reported event were identified. Conclusion: there were no non-conformances or manufacturing issues at final inspection of this product. The exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that in "2005 xia3 primary surgery was performed and l4-5 was fixed. After that on (B)(6) 2012, extension surgery was performed and l2-5 was fixed. L2 left screw breakage and degeneration has progressed also recently was confirmed. Revision surgery is planned on (B)(6) 2013."